Event description:
When the system was engaged to return the radiation sources, the sources did not immediately return as expected. The sources were stuck in the area of the aorta. There was an approximately a 1 minute delay while the entire system was removed to prevent continued exposure.this has happened before with the device.what was the original intended procedure?vascular brachytherapy.device #1is this a laboratory device or laboratory test?no.